Event description:
1) weakness in legs. 2) large knots all over her neck in 3) back and spine which are getting larger, 4) disfigured front of neck and back, 5) cannot swallow well, 6) chokes on her food and vomits sometimes, eye stroke on right of the metal and screws, 7) nerve roots are damaged, 8) can't sleep because yellow stuff is coming out of her mouth and nose all over her pillow and it gets in her hair, 9) respiratory problems, plus high blood pressure, 10) numbness in her arms sometimes, 11) so full of pain now she can't hardly get through a day without crying. 12) her neck and back feel like razor blades are cutting through. Cramps and spasms in her back and legs have had her in hosp at 4:00 in the morning. 13) she had a major depression and nervous breakdown. 14) hospitalized in 1/95. She has one infection after another. 15) she is at her family doctor 3 or 4 times a month with pain. 16) the arthritis she had under control, has become out of control now due to the metal and long pedicle screws. She never knew the drs were experimenting on her like an animal. They should have told her. She is still a human being and should be treated like one. She is now living with the pain and it is torture. She prays the metal and screws will stop being put in the neck and throat. She feels like she is going to die. She never felt this much pain and deterioration in her life. (*)